Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. During the device evaluation, additional issues were discovered: the adhesive on the distal sheath was chipped; the forcepts elevator bending section could not be fixed firmly due to wear; and switch two did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that the endoeye flex deflection videoscope displayed no image and error code b30 (scope communication error) during setup. The intended procedure was completed with the same device. There were no reports of patient harm associated with this event

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported issue was not confirmed, it is likely the event was caused by one of the following: a defective image sensor unit, a failure in the circuit board of the video connector, or a system failure. Olympus will continue to monitor field performance for this device.